Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation with two unspecified mentor gel breast implants and experienced postoperative bilateral capsular contracture (grade unknown). As a result, the patient underwent bilateral removal and replacement two 300cc mentor memorygel breast implant prostheses (catalog #: 3543007, left lot #: 66172, right lot #: 66172) in 1992. The date of event, date of implantation, and date explantation were estimated based on available information. This report is for the left-sided prosthesis.